Manufacturer narrative:
A partial lead with the lead tip measuring 28.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise was observed during clinical testing. Also hv impedance could not be measured after a capacitor maintenance was performed. Subsequently measurements were normal and no noise was seen. Fluoro images revealed possible clavicular crush damage. The patient will be monitored via merlin.net at home.

Event description:
New information provided indicated that patient presented in hospital after receiving an alarm for low and out of range pacing lead impedance. X-ray showed possible lead fracture. The patient will continue to be monitored.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.